Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope and received shocks a few days prior to the date of syncope. Boston scientific technical services (ts) was contacted for assistance and sent device data reports to the clinician. Additional information received indicates that the patient had paroxysmal atrial fibrillation and hypotension. No further information was available. This device remains in service. No additional adverse patient effects were reported.